Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during a lap gastric bypass procedure the rotation toggle was sticky. Visual inspection of the handle noted the switch block was biased to the left. No additional visual abnormalities were noted for the handle. The eeprom was uploaded and indicated 35 autoclave cycles for the handle. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. When the rotation knob was twisted it displayed a hang-up in the clockwise direction when the switch block was not being biased. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The pmv adapter was inserted onto the handle and calibrated without issue. A pmv endo gia* 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. When the rotation knob was twisted it displayed a hang-up in the clockwise direction when the switch block was not being biased. The device continued to rotate in the clockwise direction without pressing the rotation button. The pmv endo gia* 60mm articulating medium/thick reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, and opened/closed properly and without difficulty. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the biased switch block and the sticky rotation knob and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Engineering determined the switch-block was biased to one side in relation to the front handle which creates a binding condition between the rocker assembly and a boss feature in the front handle. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The silver rotation toggle switch was sticking and the device would continue to rotate for a few seconds after the surgeon released the toggle switch. This was reproduced several thousand times. The handle was swapped out during the case but the same adapter was used and the sticking was no longer a problem. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.